Event description:
A nurse at the user facility reports that during introcular lens (iol) implant surgery a haptic was broken. This incision was enlarged to facilitate removal of the iol and insertion of a replacement. Additional info has been requested.